Event description:
It was reported that the mdu was overheating. No patient injury or significant time delay reported.

Manufacturer narrative:
Investigator found what there was a relationship found between the returned device and the reported overheating incident. Product failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed, consequently, a motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. Mdu is over 8 years old. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear. A visual inspection was performed on the product and no issue was observed.